Event description:
It was reported that an unknown elastomeric pump overinfused. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device name was large volume infusor. This lot was manufactured december 4, 2014 to december 5, 2014. The device was returned for evaluation. Visual inspection revealed no signs of physical abnormality. A functional flow rate test was performed and the flow rates were found to be within specification. The reported condition was not verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.